Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. The device was visually and microscopically inspected. Inspection of the hub, sheath, and tip revealed that the sheath had kinks at 11cm, 15cm, 16cm, and 13cm distal of the strain relief. The tip had damage consisting of ptfe damage on the inner diameter, and damage to the holes on the distal end of the sheath. The ptfe was starting to delaminate from the inner shaft wall. No other damage or defects were found. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
Reportable based on analysis completed on 03dec2021. It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During advancement of the wds the was sheath kinked. No damage and no patient complications were noted. However, returned device analysis revealed ptfe delamination.